Event description:
It was reported that the implantable cardiac monitor (icm) exhibited ventricular under-sensing. Programming changes were made. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited additional under-sensing and external noise. Programming changes were discussed but not made. No patient consequences were noted.